Event description:
Three sensors from same order were reported defective. Pt would apply sensor with no issues and then after 2 hours to 4 days (depending on sensor) of wearing, she would get a message on her phone indicating to replace sensor, your sensor is not working. Please remove your sensor and apply a new one.